Manufacturer narrative:
The technician found the set screw broken off in the hex rod causing it to move back and forth and damaging the brake caster stems. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008, 2010, 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot end brake casters and hex rod with screw to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the front brake casters are not holding. The stretcher was located in the repair room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).